Manufacturer narrative:
H6- clinical code: 4581-angle closure, significant reduction of irido corneal angles, shallowing of the ac. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged for a longer length lens. The replacement lens resolved the problem.